Event description:
Saline bag attached to primary line. Secondary line y-sited above pump attached to medication bag, aloxi. When unclamping aloxi, the bag began to drip very fast despite the fact that the rate was only 140ml/hr. Rn clamped line, disconnected from pt, and took IV pole and tubing out of service. Aloxi seemed to be back priming into the primary saline bag as the chamber of the saline filled completely. FDA safety report ID# (B)(4).